Manufacturer narrative:
The instructions for use identifies premature coil separation as a potential complication associated with use of the device. The coil was implanted in the patient and was not available for return to the manufacturer for analysis. The alleged product issue could not be confirmed.

Event description:
It was reported that during treatment of a type 2 endoleak, a embolization coil implant detached unexpectedly when it was attached to the detachment controller, without the detachment controller being activated. The implant was partially in the catheter and partially in the intended location and was flushed into place without issue. There was no harm to the patient or intervention. Two other coils in the same case experienced the same issue and are reported on two other separate mdrs, 2032493-2025-90175 and 2032493-2025-90176.